Event description:
A nursing manager reported the system was leaking water and that the water was collecting underneath the unit. According to the nursing manager, no injuries, pt impact, or adverse events occurred. She stated the system was used to complete all cases and also confirmed with the surgeon and staff that no burns occurred.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).